Event description:
The customer rec'd a blood result of 149mg/dl at 8:21pm. The customer took regular insulin and immediately felt a burning feeling at the injection site, and was nauseated. The customer woke up at 9pm sweaty. The customer drank some orange juice and ate popsicles. No controls were in use and the customer stores their glucose strips out side of the original container. A request was made for the return of the suspect device and replacement product was sent.